Manufacturer narrative:
In the repair center, "check vent: alarm led failed" (diagnosis code 1105) was observed to occur. In addition, its occurrence log was found in the event log. Therefore, the power switch overlay was replaced, and the phenomenon was resolved.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported alarm light emitting diode (led) failed occurred and an alternative unit needs to be prepared. The device was in use at the time of the event. The unit was swapped out for another one, there was no patient or user harm reported. The customer confirmed multiple occurrences of post led failure in the event log. The sales representative brought an alternative unit to the hospital. Maintenance of this unit was just completed in the last month. Further information is pending.